Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurence of a system fault (sf 189) and unexpected restart. The reported faults could not be reproduced during in-house testing. The investigation determined that the device faults were most likely due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 189) was observed on an astral device. This resulted in an audible alarm and an unexpected restart of the device. There was no patient injury reported as a result of this incident.